Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05593. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, cystocele, rectocele, stress urinary incontinence and urethral hypermobility. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to exposed vaginal mesh. It was reported that the patient underwent a mesh revision on (B)(6) 2009 due to dyspareunia. It was further reported that the patient underwent a vaginal graft revision/removal, and vaginal scar revision on (B)(6) 2012 due to vaginal graft complications, granulation tissue, post coital bleeding and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent posterior vaginal mesh graft revision/removal, vaginal scar revision and proctoscopy on (B)(6) 2012 by dr. (B)(6), md due to vaginal graft complications, granulation tissue, postcoital bleeding and vaginal scarring. (B)(4).

Event description:
Details: it was reported that the patient underwent posterior vaginal mesh graft revision/removal, vaginal scar revision and proctoscopy on (B)(6) 2012 by dr. (B)(6), md due to vaginal graft complications, granulation tissue, postcoital bleeding and vaginal scarring.